Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 9.8 mmol/l. Customer was not pressing any button for 3 minutes or longer. Insulin pump will be replaced. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms noted during testing. The following cosmetic damage was noted: cracked case at display window corner, minor scratches on the lcd window, scratched reservoir tube window, cracked belt clip slot, cracked reservoir tube lip, and missing end cap sticker.